Manufacturer narrative:
Continuation of d10: product ID 97755. Serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that they charged their implant battery on tuesday and today the implant battery was dead. Patient stated that they sat down for 30 minutes charging the implant and it was not charging. Patient said that they went in the car and was trying to charge the implant again and the controller wouldn't connect to the implant for some reason. Patient mentioned since the medtronic rep changed it they charge the implant every 2 to 3 days depending on what they do. The issue began today. During the call, patient unlocked the controller; controller showed 80% and implant orange. Patient commented the implant was red before and now is orange. Agent instructed patient to start a chare session; controller showed poor recharge quality. Agent asked, patient mentioned they had the hole of the recharger over their implant and patient repositioned the recharger but controller kept showing poor recharge quality. Agent instructed patient to check for vi sible damage; patient confirmed no visible damage to the controller port. Patient noticed on the recharger the part that goes into the big circle thing the black cord is coming a little bit and they can see white underneath it. The issue was not resolved. A request was sent to the repair department to replace the recharger. Patient called back stating they got a recharger but still had concerns about ins. They used to go for almost a week in between charges and then the rep changed the setting and patient was charging ins 2-3 days which was fine. Now some days patient could not make it 24 hrs before they needed to charge again and some days it lasted for 2 days. Patient was wondering if ins started to go bad. Patient did not change any settings. Patient had no falls/no trauma. Redirected to hcp. Patient did not have any managing hcp. Offered hcp listings, patient declined. Reviewed rep's role. Patient called back and repeated previously documented information. Patient will meet the mdt rep on monday. Patient expressed concern regarding possible implant battery depletion. Agent reviewed battery longevity.